Event description:
It was reported that during a percutaneous coronary intervention (pci), a filterwireez could not be retracted properly. The filterwire ez was advanced to a saphenous vein graft located in the left circumflex artery. The intended treatment was a coronary thrombectomy and the placement of a bare metal stent. While attempting to peel away the sheath, it was noted that the device was defective necessitating the withdrawal of the device in a deployed state. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: during visual and microscopic examination of the returned device, the distal tip of the protection wire was found wavy, had a j curve hook at tip and was stretched approximately 5.5 mm in its proximal portion. Dried blood was seen inside the delivery sheath. The filter bag was found fully retracted into the delivery sheath with 4 mm of the nose cone exposed from the distal tip of the delivery sheath. The delivery sheath was found peeled away from the protection wire approximately 7 cm when measured from the distal tip of the delivery sheath. The protection wire was removed and reinserted it into the delivery sheath and the peel away test was performed with no problem. Using a known good wire torquer, the sheathing/ unsheathing was performed with no difficulty. The filter bag looked normal and in good condition. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be confirmed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci), a filterwireez could not be retracted properly. The filterwire ez was advanced to a saphenous vein graft located in the left circumflex artery. The intended treatment was a coronary thrombectomy and the placement of a bare metal stent. While attempting to peel away the sheath, it was noted that the device was defective necessitating the withdrawal of the device in a deployed state. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient status is fine.